Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Event description:
It was reported that the patient experienced infective and uncomfortable stimulation. Imaging revealed bilateral lead migration. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced ineffective and uncomfortable stimulation was reported to abbott. Imaging confirmed lead migration. As a result, the leads were explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.